Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to components, particularly nickel') in an adult female patient who had essure (batch no. A06683) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), migraine ("migraines"), pelvic pain ("pelvic pain"), loss of libido ("lack of libido"), fatigue ("significant and constant fatigue") and metrorrhagia ("metrorrhagia"). Essure treatment was not changed. At the time of the report, the allergy to metals, migraine, pelvic pain, loss of libido, fatigue and metrorrhagia outcome was unknown. The reporter considered allergy to metals, fatigue, loss of libido, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: symptoms appeared gradually following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2019: positive reaction 72 hours after testing. Double crosses with cobalt, one cross with nickel, one cross with titanium, also positive with palladium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc; after internal review, essure stop date and removal-related information was removed. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to components, particularly nickel') in an adult female patient who had essure (batch no. A06683) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines"), pelvic pain ("pelvic pain"), loss of libido ("lack of libido"), fatigue ("significant and constant fatigue") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, migraine, pelvic pain, loss of libido, fatigue and metrorrhagia outcome was unknown. The reporter considered allergy to metals, fatigue, loss of libido, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: symptoms appeared gradually following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2019: positive reaction 72 hours after testing. Double crosses with cobalt, one cross with nickel, one cross with titanium, also positive with palladium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.